Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for treatment of percutaneous lead infection for 6 days before discharge on (B)(6) 2013. A yellow/green discharge was noted. The pt complained of being dizzy and weak prior to admission. The pt was treated with IV antibiotics. It was observed that the pt has severe psoriasis near percutaneous lead exit site.